Event description:
Resistance was felt and the coil stretched. This male pt was undergoing transarterial embolization within a ruptured cerebral, anterior communicating artery. The coil was prepared per the IFU. A guidewire and microcatheter (excelsior mc), was advanced through the guiding catheter to the lesion. During attempts to place a gdc18 7mmx 30mm coil, the distal part of the coil did not fit due to "mischoice" for the size. This first coil caused flow obstruction that resulted in paralysis. A dcs 5mm x 15mm coil was placed without difficulty. During placement of the 2nd dcs coil, the physician felt resistance in the middle of the mc, but pushed through the resistance to deliver the coil. Although the physician felt resistance, while advancing the coil to the aneurysm, he couldn't advance the proximal part of the coil. Therefore, he withdrew it, but the distal part of the coil was inserted in the aneurysm already and it tangled with the first and second coils. As a result, the coil stretched. Attempts to retrieve the coil using the snare were unsuccessful. Continuous flush was maintained within the mc. Prior to the event, the coil was out of the mc when the mc was being positioned. Reportedly, he performed craniotomy and all the coils were retrieved out of the pt's body. Additional info will be submitted within 30 days upon receipt.